Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0205018805, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had abscess over the implantable neurostimulator (ins) site. Factors that may have led or contributed to the issue was reported as none known. The patient presented the issue at the general practitioner. It was reported that the general practitioner prescribed antibiotics and the abscess cleared. The issue was resolved. There was a report that the first abscess was in 2015 but cleared with antibiotics. The patient was implanted for retention and continues with therapy plus is stable. Relevant medical history includes urinary retention. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via the rep. It was reported that the hcp's file didn't have much information as the issue had been mostly addressed at the general practitioner's. It was noted that the patient was happy.